Manufacturer narrative:
The report we received indicated that the physician introduced the guidewire, she then pre-dilated several times with a 3.0 x 20 mm stormer balloon (medtronic ave,) to treat a proximal to mid-left anterior descending (lad) artery. The lesions had heavy tortuousity. The physician tried stenting with a 3.0 x 33mm cypher stent several times but it failed due to calcification and heavy tortuousity. The physician then pulled the cypher stent out to try again, but during that process, the stent migrated from the delivery system, and it was positioned in the middle of the y-shaped connector from where the physician removed it. The physician then dilated the proximal to mid-lad with a 3.0 x 20mm stormer balloon. (Medtronic ave.) Repeatedly and tried to cross with a 3.0 x 24 driver stent (medtronic ave.) But it failed. A final angiogram showed 50% residual stenosis in the target lesion, but the distal flow was improved. As reported, there was no injury to the pt. Please note that this device (crs33300/lot no. I0504024) is distributed outside the united states; however, it is similar to the united states product cxs33300. The product is to be returned for eval and testing, but it has not been yet received. Add'l info will be reported within 30 days from receipt.

Event description:
The stent dislodged.